Event description:
0.2 micron low protein binding filter extension set broke while connected to patient. Patient was sitting in bed and when they stood up and noticed tubing fell to the ground. Upon inspection, the tubing broke off at the filter. Patient was not moving excessively to cause tubing to break. Ref number for tubing (B)(4). This is a recurring issue. There was no detectable harm.